Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 36 mg/dl; cause was unknown. Reportedly, customer required assistance from paramedics to treat bg level via glucose 15 gel. The customer was instructed to consult with healthcare provider regarding bg level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.